Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The laser footswitch was nonconforming. A laser footswitch was ordered to address the reported event, and the customer replaced on their own. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The footswitch was received and a visual assessment of the returned sample revealed no obvious visual nonconformity. The footswitch was installed into a calibrated operating system hotbed and the issue was not replicated. The root cause was unable to be confirmed. The footswitch was found to meet specifications. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped firing. Additional information has been requested.